Event description:
It was reported that approximately 1 month post implantation of a cage and screw system, the patient presented with anterior wound dehiscence, causing discomfort and interference with routine activities. Patient underwent irrigation and debridement with placement of wound vac. Then, approximately 2 months post implantation, the patient underwent a second irrigation and debridement with placement of vancomycin antibiotic beads, with rectus abdominus free flap to right ankle, and split thickness skin graft of right thigh. The issue was noted as resolved 6 months post implantation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). A2: year of birth: 1964. D10: unknown 3d cage. Unknown monster screw x2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.